Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 9.4 mmol/l. Troubleshooting for keypad anomaly was performed. Customer advised they had a frozen display and the time did not advance. Customer was advised to replace the battery on the device and monitor the device. Customer was advised to call back if the frozen display issue recurred. Customer advised the buttons did respond on the insulin pump.